Event description:
In 2007, an echocardiogram and a CT scan were performed and revealed a pseudoaneurysm arising from the proximal right pulmonary artery at the site of the palmaz stent. The physician believes that this was related to the patient's mrsa. The patient was referred for urgent surgical repair. The patient is a girl who was noonan-like syndrome and is status post repair of supravalvular pulmonic stenosis and right ventricular outflow tract reconstruction in 1996. In 2000, the patient underwent balloon dilatation of the left pulmonary artery and later repair of the supravalvular aortic stenosis in 2001. In 2006, the patient underwent dilation and stent enlargement of the right pulmonary artery, but returned to the hospital in five months later, with methicillin-resistant staphylococcal aureus bacterium (mrsa). No site infection was found, but after a prolonged course of antibiotic therapy, the patient's blood stream was cleared, the crp's returned to normal. Eventually, after resolution of the fevers and her renal disease the patient was discharged home on intravenous vancomycin and rifampin. In 2007, the patient had a pediatric cardiology visit where it was revealed that there was an enlarged mass beneath the aortic arch. This was diagnosed as a right pulmonary artery pseudoaneurysm. The patient was taken for repair on the same month. The stent was removed, the pseudoaneurysm was evacuated and the fluid was sent for culture. The right pulmonary artery was completely reconstructed, with placement of a homograft valve. The procedure was completed and the patient was taken to the picu. The physician noted that the evacuation of the lesion should aid in the resolution of the patient's disease, along with vancomycin, which was found to be effective against the mrsa in the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.